Manufacturer narrative:
(B)(4). Investigation summary: the handpiece was received disassembled only the transducer assembly and the nose cone. The nose cone was cracked. Upon visual inspection to the transducer the 4-40 stud was not broken as reported. No functional test could be performed due to the device returned condition. Therefore we were unable to investigate the noise and the assembly/disassembly issues reported. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure when the scissors were mounted on the handpiece the assembly produced an abnormal noise and was rotated in a vacuum. The assembly was checked and the handpiece and the scissors remained stuck. It then broke at the level of the handpiece. No patient consequences.